Event description:
It was reported that the rate could not be adjusted on the external pulse generator (epg). Technical support (ts) had the caller replace the battery with a new 9.2 volt battery, and the epg then worked fine. The epg remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).